Manufacturer narrative:
It was reported that the mcot monitor - a13 - verizon and charging cable - monitor - a to c caught fire while charging. The mcot monitor - a13 - verizon and charging cable - monitor - a to c returned for device evaluation. Monitor was inspected for general physical integrity and found the monitor melted in the charging port and around the port area. The red cord was returned with the monitor and shows evidence of the burn. Part of the charge port is melted inside the charger. Engineering evaluation confirmed the monitor/charge cord melt. Root cause could not be determined. Am&d philips is further investigating this issue.

Event description:
It was reported on (B)(6) 2025, that the mcot monitor - a13 - verizon and charging cable - monitor - a to c caught fire while it was charging. No injuries were reported. The patient was enrolled in a new prescription and a new kit was sent. No additional information was received.